Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that one patient result for the architect anti-hbc assay was (B)(6) while using the architect i1000sr analyzer. The following data was provided. (B)(6). Initial result: 0.07 s/co (non-reactive). Repeat result: 10.45 (reactive). No adverse impact on patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Based on the available information no product deficiency of the architect i1000sr analyzer, list number 01l86, was identified.

Manufacturer narrative:
(B)(4). The device evaluation was reassessed and concluded that a malfunction occurred. However, no systemic issue or product deficiency was identified.